Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
A certain® 3.4mm(d) driver tip - long (impdtl) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fracture on the tip. The o-ring of the driver is missing. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. DHR review: DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: a complaint history review by item number was conducted for the (impdtl) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Review completed utilizing keywords: fracture. Post market trend review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified for does not disengage/release however did occur for fracture and the reported event was confirmed. Sections updated: b4: date of this report. G3: date additional information and pce/investigator results were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem codes. H10: manufacturer's narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's age was not provided. Patient's weight was not provided. Lot number was not provided. Title of reporter was not provided.

Event description:
It was reported that the tool got stuck inside the implant, the tool was removed and found the tool was fractured. No patient impact reported.